Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient experienced inaccurate cgm values. The previous day to the event the patient was not feeling very well. He was feeling a little thirsty and unwell, so he self-treated a few times with insulin as he noticed the ¿high volumes¿ (meant to be hyperglycemic values) and felt better after. On (B)(6) 2023, the patient woke up and had difficulties to see and to breath. The patient not feeling very well, was feeling very thirsty and had a dry mouth. Then the father helped him to take a bg reading which was over 700 mg/dl and the cgm reading was around 300 mg/dl. The father called an ambulance and the patient was hospitalized in the ICU for 5 days. In addition they detected ketones. At the hospital the patient was treated with IV insulin, glucose (for diabetes management), potassium and other oral unspecified medication. It was reported that during the entire event the cgm reading was approximately between 200-300 mg/dl and the bg reading was over 500 mg/dl all the time. At the time of the event the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.